Event description:
It was reported that during a da vinci-assisted surgical benign hysterectomy procedure, the 8mm mega suturecut needle driver instrument had intraoperative cable breakage. The procedure was completing as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: a backup instrument was used to complete the procedure. No fragment fell into the patient's anatomy. It is not known if the operation was delayed due to this problem. The instrument and the associated accessory are available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. .